Manufacturer narrative:
Applicable imaging studies were not returned to the manufacturer for evaluation.

Manufacturer narrative:
(B)(4). Applicable imaging studies were returned to the manufacturer for evaluation. The pin was returned for evaluation. Visual examination confirmed the tip broke off; approximately 11mm of the tip was not returned for analysis. Fracture surface analysis reveals a fairly flat, brittle fracture surface and circular material flow, consistent with torsional overload. A review of the device history records did not idientify any applicable nonconformances to specification.

Event description:
It was reported that the patient underwent a direct lateral interbody fusion (dlif) procedure. While screwing a 12mm pin into the bone at l4 the pin broke at the distal tip (approx 1 cm). The hcp didn't notice this at the time and thought he stripped the bone so he decided to put in a 13mm pin. It was determined that the broken tip did not present any danger since it is deep within the vertebral body. The tip is located on the lateral right side of l4 next to the superior end plate and in the lateral to medial direction. The broken tip was not retrieved and remains in the patient.